Event description:
It was reported that the patient presented for an explant procedure. Prior to the procedure, the right ventricular (rv) lead was noted to be dislodged, with failure to capture and reduced sensing. Additionally, the helix of the lead could not be extended. The dislodgement was subsequently confirmed by fluoroscopy. The rv lead was explanted and replaced. The patient was in stable condition.